Event description:
A customer contacted baxter's (B)(4) to report a system error (se) 2240 (indicating air in the set) with the homechoice (hc) machine during fill 7 of 8. The home patient (hp) was connected at the time of the alarm and the probable cause of the alarm was unknown. The registered nurse (rn) would manually drain the hp and would use the hc that night then. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). During follow-up with the registered nurse (rn) on (B)(6) 2010, the rn stated there was no patient injury or medical intervention associated with the incident. No other information was available regarding the event. This complaint for a system error 2240 (air in set) that occurred during fill 7 of 8 was not confirmed due to a lack of sample. The cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded.